Event description:
A syringe pump was being used to deliver a narcotic to a patient. A nurse witnessed the patient with her hands on the pump. Upon investigation, it was determined that the pump was programmed to increase the dose, above what was prescribed. We believe the patient changed the pump settings to increase the delivery rate of the drug.